Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported, that following the intraocular lens (iol) implant procedure. The patient experienced visual disturbance. The lens was exchanged for another lens model, 1 months following the initial procedure. Clinical reason for explant was mentioned, as mechanical breakdown of iol. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Follow up has been performed to obtain additional information. Details of the replacement lens was not provided. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).